Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a complaint via email which reported a high reading issue adc device. It reported that the customer received a high reading of 5 mmol/l obtained on the adc device compared to a laboratory result of 2.60 mmol/l. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). When the comparison readings were plotted on a parkes error grid, fall into c zone, showing the difference in values to be clinically significant. The length of the sensor wear 7 days. On (B)(6) 2026, the customer reported being "cold" and experienced dizziness, drowsiness, confusion, tiredness, and a loss of consciousness. The emergency services were called upon arriving, a glucose result of 3.8 mmol/l was obtained and hydrocortisone injection and intravenous glucose were administered for treatment. There was no report of death or permanent impairment associated with this event.